Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09r5n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09r5n, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was implanted for his bladder, but after 4 days of the ins being on the patient started vomiting. The vomiting resolved when the ins was turned off. It was reported 11 days later that the patient had an appointment on (B)(6) 2014 with the doctor to go over following concerns: when the patient has device on for 4 days the patient starts to vomit and has pain. At that point, the hcp (healthcare provider) advised the patient¿s mother to turn the ins off. The reporter waited a few days and turned the ins back on and the issue reappeared. The issue reportedly happened four times. The patient was currently programmed at 7 volts. The patient¿s mother also addressed the issue of the patient being allergic to device and maybe that is causing the issues. Additional information reported that the patient's mother had to turn the implantable neurostimulator (ins) off because it caused the patient to vomit after 3 days. The vomiting reportedly ceased when the ins was turned off. The reporter then stated that someone called her back and told her that there were two known instances of this happening and that it was recommended that the ins be removed due to a possible allergy. The reporter did not know who called her back and was calling patient services because she thought they called her. There was no reported record of the aforementioned call. The ins was adjusted/reinserted in march 2014 and the ¿original implant¿ was placed in (B)(6) 2013. The ins was turned off days after implant, but was turned back on in (B)(6) 2013. The reporter further stated that testing was done and it was determined that the wire moved (date unknown). The ins was adjusted and the patient was vomiting again. The healthcare provider (hcp) and manufacturer representative reportedly did not know the cause of the issue. When asked when the manufacturer representative was aware of the issue, the reporter replied the ¿whole time.¿ additional information received reported that the patient was in contact with the manufacturer and received inappropriate guidance. The manufacturer representative was contacted on the day of the report by the hcp. The manufacturer representative reiterated the issue and stated that someone from the manufacturer called the patient¿s mother back and spoke about the patient possibly having an allergy to the ins and provided information of two other known cases of nausea with the ins. Patient services did not have a record of the return call. Additional information received reported that this was an off-label use of the ins and that the patient was (B)(6). The patient¿s guardian felt the ins was causing the nausea. It was stated that some gi testing was done to understand the cause, but the manufacturer representative did not know the exact tests performed. The manufacturer representative was not aware of any device malfunctions. It was reiterated that the only intervention that was performed was shutting the ins off and this resolved the nausea. The patient¿s outcome was unknown.